Event description:
Started experiencing fatigue, nerve pain in upper calf in 2015 which was confirmed as severe nerve inflammation. It progressed to severe swelling my ankle, foot and calf. After many drs, therapists, it was determined to be some form or psoriatic arthritis for which I take enbrel weekly for. During this time, noticed right breast implant smaller than left. Explanting (B)(6) 2018.